Manufacturer narrative:
B5: describe event or problem - updated to reflect additional information received via good faith effort (gfe) regarding patient status. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced pericardial effusion which required drainage. During a cryoablation procedure to treat atrial fibrillation (af), a polarx fit balloon catheter was selected for use. While moving the device between the left and right pulmonary veins, a drop in pressure was observed. An echocardiogram was performed, and pericardial effusion was confirmed. Subsequently, pericardiocentesis was performed, and the patient was admitted for observation. There were no problems identified with the device; the patient complication was suspected to be related to system handling. The procedure was completed successfully. The device was disposed and will not be returned for analysis. As per additional information received on 04dec2025, the patient was discharged a couple days after the event, without any consequences.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that that the patient experienced pericardial effusion. A polarx fit balloon catheter was used during a cryoablation procedure to treat atrial fibrillation (af). While the system was moved between the left and right pulmonary veins, a drop in pressure was observed. An echocardiogram was done, and pericardial effusion was confirmed. Subsequently, pericardiocentesis was performed, and the patient was admitted for observation. There were no problems identified with the device; the patient complication was suspected to be related to system handling. The procedure was completed successfully. The device was disposed and will not be returned for analysis.